Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella cp was weaned and removed, a post angiogram revealed a large thrombus in the common femoral artery. The patient had absent pulses and mottling in their right foot due to the thrombus. The medical team decided to use a jeti thrombectomy system to successfully remove the thrombus and pulses returned to the patient's foot.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.